Event description:
It was reported that the patient exhibited intermittent withdrawal symptoms, and increased spasticity. The healthcare provider (hcp) was unable to aspirate through the side port. Surgical intervention was performed and the catheter was partially explanted; tied off near the spinal entry point, and replaced. The patient status at the time of the report was alive with no injury. Additional information later received reported that following the catheter replacement, the patient was admitted to the emergency room (ER) one day after being released from surgery. The physician did not know why the patient was continuing to have problems, but did not believe it was pump related. The pump system was being used to infuse baclofen. No additional interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n151981, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).